Event description:
It was reported that during use the hemosphere alta smary recovery system appeared to be functioning incorrectly, showing inaccurate readings. Troubleshooting measures were attempted; however, the issue persisted, and the system continued to produce inaccurate readings. There was no allegation of patient harm reported.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dsb, dxn, fll, mud, qaq, qem, qms, qnl, dqk. G4 additional 510k code: k242451.